Manufacturer narrative:
(B)(4).

Event description:
It was reported when a symptomatic patient presented to the hospital for a follow-up, atrial oversensing was observed. Device interrogation revealed multiple inappropriate auto mode switching episodes due to double counting of atrial events. The patient being symptomatic was from the declined pacing rate and the patient feeling fatigue. Programming changes were recommended. No further information is available.